Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned. A device history record review could not be conducted since the lot number was not provided. No corrective actions can be implemented due the lack of product sample and batch number to perform a proper investigation and determine the root cause. Customer complaint cannot be confirmed based only on the information received. If the device is returned at a later date this complaint will be updated.

Event description:
Customer complaint alleges that during use the column fills with water, then the water gets into the circuit towards the patient. There was no report of patient harm or injury.